Manufacturer narrative:
Further information requested but not received.

Event description:
During initial implant, a sensing anomaly was noted on the device. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The customer complaint of sensing problem was not confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, including sensing test at field and high sensitivity settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Additional information received indicated that a loss of sensing occurred on the device during implant.

Manufacturer narrative:
Correction: section e1.